Event description:
The physician attempted arteriotomy closure with the prostar xl 8 fr device after removal of an intra-aortic balloon pump. It was reported that a "weak pulsating mark was obtained". There was no report of resistance at the time of insertion. Resistance was reported when the handle was pulled halfway and a barrel strike occurred. It was reported that none of the needles came into the hub. Needle backdown was attempted, but the handle could not be returned to the original position. The device was reported to be "stuck and could not be removed". The patient was taken to surgery. The device was removed and the arteriotomy was surgically stitched. There was no report of further adverse patient sequelae.